Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after insertion during intra-aortic balloon (iab) therapy a fiber optic failure alarm was generated. The customer switched to pressure trigger to monitor pressures and it worked successfully. There was no reported injury to the patient.